Event description:
It was reported that the pump had a syringe flange error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. Unable to duplicate the problem, no problem was found on pump. Error history log review found a check syringe flange sensor error. The root cause of the reported issue was found to be silicone grease was found in the optocoupler in which is the causing of the intermittent of the flange sensor error. Actions were taken to mitigate the reported issue: cleaned and reassembled the whole flange assembly. Performed power up process and all functional tests which passed.